Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No missing pieces on reservoir tube noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexplained high blood glucose of 420mg/dl. Troubleshooting found that there is also a crack on the pump and the display is scratched. It was also found that the reservoir compartment is missing a part. The customer was advised to follow up with their doctor regarding the high blood glucose. The customer was advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting.